Event description:
It was reported that during a procedure using the nanocross elite percutaneous transluminal angioplasty balloon to treat a severely calcified, severely tortuous lesion in the distal right pedal artery, a balloon twist was observed. A rewrap tool was not used. A rewrap issue was not noted. A 7fr sheath and a 0.014 guidewire were used. A non-medtronic inflation device was used. The device was prepped per the instructions for use with no issues identified. Resistance was encountered when advancing the device, but no excessive force was used. The device was passed through a previously-deployed stent. It was reported that there was no problem with first inflation, but the balloon could not fully inflate during second inflation. A replacement non-medtronic device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the balloon twist was noted at 14 atm. The device was safely removed from the patient without intervention. Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. The device was returned with the balloon in a post inflated state with no evidence of twist. The device was flushed, and a 0.014¿ guidewire was loaded. An indeflator with pressure gauge was used to inflate the balloon to its nominal pressure of 8atms with no twist visible. The balloon was then inflated to its rated burst pressure (rbp) of 14atms with no twist visible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.